Manufacturer narrative:
Concomitant products: product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7436, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3389s-40, lot # v100733, implanted: (B)(6) 2008, product type lead; product ID 3389s-40, lot # v100733, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was reported that impedances greater than 4,000 ohms were measured on some bipolar pairs during a therapy impedance test. The patient¿s left side used contacts one and three and their right side used contacts five and seven. The manufacturing representative stated that ¿on the electrode test at 4v they both are 932 ohms.¿ the implantable neurostimulator (ins) was going to be replaced. After the ins replacement, impedances were measured to be within normal limits.